Manufacturer narrative:
Modification to the posterior end of device was required in order to make the device sit flush. Surgeon was satisfied with the results.

Event description:
Peek implant did not sit flush.